Event description:
Hcp reported patient presented with signs of an infection of the incision in mid back. The patient was treated with antibiotics, but was unresponsive to antibiotics. The device was removed in 2004. Hcp reported patient recovered without sequela.